Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was using aa type of battery. Customer stated that after inserting a new aa battery display did not returned. Customer stated that contacts on battery cap were not missing or damage. Customer was assisted with troubleshooting. Customer eventually noticed a large crack on the top of the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.